Manufacturer narrative:
Additional manufacturer narrative: no review of the prismaflex m100 sets complaint history files nor the device history records could be performed as lot number of the set is unknown. The prismaflex m100 sets were discarded and not available for inspection. The exact root cause of the reported event remains unknown.

Event description:
A patient undergoing continuous renal replacement therapy had a blood loss of undisclosed volume when the filter clotted and the blood in the extracorporeal circuit was not returned to the patient. Reportedly, the patient received blood transfusions.